Event description:
It was reported that during device change out for eol, a fluoroscopy revealed externalized conductors on the rv lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.